Event description:
It was reported that during a fistula procedure (off-label), the catheter balloon burst after the 3rd inflation. Upon removal of the catheter through a 5fr sheath, half of the balloon material was missing. An unsuccessful attempt was made to remove the indwelling piece. A competitor's catheter and 6fr sheath was used to complete the procedure without further complications.